Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 7754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was having a lead revision. The health care professional (hcp) planned to unplug the left side of the 5-6-5 lead and add another lead/insert a perc lead in its place. The patient had a lack of stimulation on their right side and needed to feel more stimulation there. This issue occurred post-operative when programming the device. Later information obtained noted that the cause of the issue was the placement of the 5-6-5 paddle lead; it was too far to the left side in the epidural space causing a lack of stimulation on the right. Nothing was explanted from the patient and they were reportedly doing well. If additional information is received, a follow-up report will be sent.